Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the patient had a heart rate in the 30s.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged and there was a loss of capture. The lead was repositioned and remains in use. The patient experienced episodes of pre-syncope. No further patient complications have been reported as a result of this event.